Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that ra lead had become dislodged due to the patient's size the lead was under tension when the patient leaned over. The patient presented into the emergency room after experiencing pocket stimulation. The lead was explanted and replaced successfully. The lead was accidentally discarded during the procedure. The patient was stable following the procedure.